Event description:
The hospital reported that the distal tip of the catheter became detached.

Manufacturer narrative:
The customer states the distal end of the device became detached. A finger pull test is required at incoming inspection of the catheter to ensure the band is assembled appropriately. There were no defects or deviations noted. The supplier of the catheter was contacted and they verified the raw material catheter was manufactured with no defects or deviations noted. The device was returned by the customer for further investigation. The report was confirmed. The catheter is kinked in multiple places. One snare wire is smashed and deformed which indicates the wire was pulled with force, or another device was used to deform the wire. From review of the sample, it is likely the occurrence experienced by the customer was due to excessive force or abnormal interaction during the procedure. The dfu for the product states that excessive force may cause damage to the catheter.